Manufacturer narrative:
Date of event - event date was not reported and was approximated to (B)(6) 2022. Device eval by manufacturer: the complaint device was not received for analysis; however, media was analyzed. Provided photo was investigated, and it was confirmed that the sheath was broken at the tip of the protector of the sheath base. As a result of magnifying and observing the broken part of the sheath in the photo, it was confirmed that the broken part was cut diagonally and there was a part where the resin was stretched.

Event description:
It was reported that the introducer sheath detached. A 6 fr super sheath introducer sheath was selected for use in an aortogram and peripheral angioplasty procedure. During the procedure, an attempt was made to exchange the introducer sheath for a longer one. During this exchange, the introducer sheath split from the valve leaving the tip of the device in the artery mounted in the guide. The introducer fragment was extracted through surgical intervention in the groin area. No patient complications were reported.

Manufacturer narrative:
D4: lot number: healthcare facility has two lot numbers, but it is not known which lot specifically is associated with this event. The lot numbers are: 21f24b7 and 21g27b6. Device eval by manufacturer: the complaint device was not received for analysis; however, media was analyzed. Provided photo was investigated, and it was confirmed that the sheath was broken at the tip of the protector of the sheath base. As a result of magnifying and observing the broken part of the sheath in the photo, it was confirmed that the broken part was cut diagonally and there was a part where the resin was stretched.

Event description:
It was reported that the introducer sheath detached. A 6 fr super sheath introducer sheath was selected for use in an aortogram and peripheral angioplasty procedure. During the procedure, an attempt was made to exchange the introducer sheath for a longer one. During this exchange, the introducer sheath split from the valve leaving the tip of the device in the artery mounted in the guide. The introducer fragment was extracted through surgical intervention in the groin area. No patient complications were reported. It was further reported that angioplasty of the lower limb vessels was performed with balloon / stent with pigtail catheter 5fr, advanced on 0.035 hydrophilic guidewire. Devices were advanced to right superficial femoral artery. 6fr introducer was exchanged for non-boston scientific (bsc) 6fr sheath in superficial and popliteal femoral artery. Heparin was given through IV. 4.0 x 200 x 130 mustang balloon was advanced and inflated to 10 atm for 3 minutes. It was deflated and removed. Guide was exchanged for non-bsc guide with 0.014 non-bsc catheter through anterior tibial artery. Cannula was advanced and 2.5-3.0 x 210mm non-bsc balloon was advanced and inflated for 2.5 minutes. Device was removed and angiography was performed with adequate passage of contrast medium in femoral artery, popliteal artery, and peroneal artery. Introducer and guide were removed, and rupture of 6fr introducer sheath was observed, leaving device fragment inside the patient. Emergency open surgery was performed for foreign body extraction. Under general anesthesia, longitudinal incision was made until common femoral artery was identified and device fragment was observed. Artery was repaired and intravascular segment was extracted with blunt clamp, and clamping of artery. Fresh clots were extracted.